Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000098196. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-00096. It was reported that the patient experienced ineffective therapy due to invalid impedances. The investigation did not determine which lead caused this issue. The patient was also experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 the lead was explanted and replaced, and the ipg was moved to a new pocket.